Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump was exposed to insulin when she accidentally put the reservoir into the insulin pump after pulling the plunger all the way out. The customer stated that she was trying to change the infusion set, reached the fill tubing step, drops came out, but no numbers appeared on the screen. She did not know her blood glucose reading. She stated that she had tried to process twice. During troubleshooting, the insulin pump passed the self-test. She clarified that up to 300 units of insulin had been dumped directly onto the device without the back of the plunger in the reservoir, which was why she was unable to prime. Insulin still came out of the insulin pump from under the piston after she used a tissue to clean the excess insulin. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.